Event description:
It was reported that right ventricular (rv) lead was unable to capture. X-ray showed that the lead had pulled back. The lead was explanted and replaced. The patient was stable pre, during, and post procedure.